Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle section of left anterior descending artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event - above 18 years and older. Device evaluated by MFR: synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The distal struts were lifted. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle section of left anterior descending artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.